Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the outcome was ongoing with no further actions needed.

Manufacturer narrative:
Product ID: 39565, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that there were some contacts "out of range" on patient's implantable neurostimulator (ins) based on 1 report dated (B)(6) 2015. No adverse events were reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that device interrogation showed that there were out of range impedance on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that electrode 12 were out of range. The outcome was reported as ongoing. No actions were taken as intervention. No diagnostic tests were performed. The relationship to the device or therapy was noted as not applicable, no adverse event and not related to the procedure. No signs or symptoms were reported.